Event description:
The facility returned the device for service. During service the baxter repair technician reported the device failed operational checkout procedure for underinfusion. No reports of any patient incident involving this pump